Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two 21mm watchman laa closure device & delivery system (wds) were used. The first 21mm closure device was positioned and deployed in the laa. The device was deployed distally and needed to be fully recaptured. The sheath jumped forward within the appendage during the recapture. It was confirmed with contrast that they did not perforate the appendage. A pericardial effusion sweep was performed, but none were noted. The second 21mm closure device was positioned and released in the laa. The patients activated clotting time was 318. They observed the patient and looked at the transesophageal echocardiogram (tee) and no pericardial effusion was seen. The patient was hemodynamically stable. The films were reviewed and upon the first device deployment, they saw they were tenting the laa when the feet of the closure device were coming out of the was and "flowering". They believe this is what caused the effusion. The 90 minutes after the procedure was completed the patient experienced hypotension and had chest pain. A transthoracic echocardiogram (tte) was performed which showed a 2cm pericardial effusion. The patient was brought back to the catheterization and a pericardiocentesis was performed. 600 ml of fluid was drained from the pericardium. The drain remained in place and the patient was stable. The physician planned to give the patient eliquis and then pull the drain. The patient is currently doing fine. They stayed in the hospital for about 3 days and then was discharged.